Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(6) 2016. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the device automatically activated after connection to a generator. No patient injury occurred.

Manufacturer narrative:
(B)(4). Date of follow-up report: 05/08/2016. One used ls1020 ligasure device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection found no defects. The device was used multiple times on simulated tissue, and no self-activation was observed. When activated, all seal cycles were completed satisfactorily and end tones heard each time. The investigation found the device to function normally and within specifications. A review of the device history records for this lot shows no potentially contributing factors, and that it was released after meeting all quality requirements. The issue with self-activation may have occurred if the customer accidentally contacted the activation button or if the device was placed in a way that puts pressure on the button. The IFU for this product states to use caution when handling the instrument between uses to avoid accidental activation of the ligasure system.